Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred. The high grade lesion being treated was located in the left anterior descending artery. The vessel was not pre dilated. The physician deployed a taxus express2 3.0x16 mm drug eluting stent in an unk vessel at 15 atms. The balloon was completely deflated but the balloon was unable to be removed from the stent. The physician inflated and deflated multiple times and pushed and pulled on the stent delivery system but the balloon remained in the stent. The guide catheter deep seated to the lesion and the balloon snapped out of the stent. No pt complications were reported and the stent remained in good position.